Event description:
The customer reported the system displayed a collimator potentiometer and collimator too large error codes. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced and the collimator was calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.